Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland): infusing too quickly.

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4)(manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history files were read out and analyzed. During the analysis of the history files a flow deviation could not be comprehended. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. A delivery accuracy measurement according was arranged. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could not be confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.